Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility educated or continuously educated its personnel about handling methods. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) The facility used care when attaching the distal cover, so that it does not crack. They check the scope before starting the procedure using sterile water. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.).

Manufacturer narrative:
Additional information has been received for this event. Correction is being made to the device component code. This supplemental report is being submitted to provide this information.

Event description:
Addendum feb 3, 2023: the distal cover was recovered and thrown away; the back part of the distal cover was split off. No anti fog agent or chemicals were used on the scope lens. After attaching the distal cover to the scope prior to the procedure, the user confirmed that the distal cover was correctly attached. The distal cover was pulled and twisted to make sure the distal cover was securely fixed on the scope.

Event description:
Addendum mar 15, 2023: the procedure was an endoscopic retrograde cholangiopancreatography (ercp) and change of biliary stent. The distal cover was displaced in the patient mouth and was noted immediately. The scope was used to determine where the cap was misplaced. The patient suffered no ill effects.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer to the olympus representative, the distal cap came off the device during an unknown procedure. The distal cap was retrieved without incident. There is no harm or adverse impact to the patient. There are two associated devices involved in this event, the scope and the distal cap.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d10. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred because the concerned distal cover was split at the back part and became easy to be detached from the subject scope. It is likely there were inadequacies in attachment of the cover that were not detected by the user at that time, or the cover received stress during procedure such as frictional load by twisting / pushing / pulling the scope in body, stress by contact with mouthpiece. However, the root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.